Event description:
A home pt (hp) contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 alarm received during dwell 5/5 of their automated peritoneal dialysis therapy. Reportedly, the hp sets up their equipment so that the homechoice machine and most of the solution bags are on a cart with wheels. One of the solution bags, however, is placed on an end table next to the cart. During this therapy, the hp inadvertenly bumped the cart causing it to move and put too much tension on the supply line connected to the supply bag located on the end table. Subsequently, the supply bag became disconnected from supply line of the homechoice set. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident, per the hp.